Event description:
It was reported to philips that the system was unable to acquire a live image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during undergoing coronary procedure proceeds when the issue happened. The procedure was completed by moving the patient to another room. Philips field service engineer (fse) visited the site and confirmed that the reported problem. During troubleshooting, it is indicating that the detector was defective. To resolve the issue, the fse replaced the flat detector and return the part for further analysis and the voltages is down, panel defect. After replacing the flat detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.